Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the mother of the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and based on additional information obtained after customer care (cc) reviewed the call. The reporter alleged that the issue began on (B)(6) 2021, at night. The reporter¿s daughter obtained a blood glucose reading of ¿90 mg/dl¿ with the subject meter compared to ¿45 mg/dl¿ on a hospital meter, within 30 minutes from each other. The reporter stated after her daughter did a blood glucose test on the subject meter she then became ¿confused and shaking¿ and ¿was not responding¿. The reporter informed that immediately after the patient developed these symptoms, they called 911 and twenty minutes later the patient received assistance in the emergency room (ER) where they obtained the reading of ¿45 mg/dl¿ on a hospital meter. The patient was treated at the ER by an hcp with sugar water. It was not reported how the patient manages her diabetes and if she made any changes to her usual diabetes management regimen in response to the alleged issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had followed the correct testing process. The cca established that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and reportedly received hcp treatment for an acute low blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.